Event description:
Patient reported experiencing elevated blood glucose levels in the 200's mg/dl, 300's mg/dl, and 400's mg/dl for the past 3 days. Patient stated she changed to her backup pump today using the same accessories and her blood glucose level returned to target. Patient blames her primary pump for the elevated blood glucose level. No adverse event reported. Requested return of the alleged pump, adapter, cartridge and infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.